Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Since no device serial number was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: chronic lead malposition diagnosis and management: discussion of two cases and literature review. Clinical case reports. 2017; 5(3):270-276. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable tachy leads. The article reports that the lead exhibited increased short interval counts and t-wave oversensing (twos). The lead was removed, repositioned, and remains in use. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.